Event description:
It was reported the patient complained her scs system's stimulation does not effectively cover her pain areas. The patient stated multiple reprogramming attempts have not resolved the issue. Follow-up identified the patient had her scs lead explanted and replaced with a new one. The patient reported receiving effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.